Event description:
It was reported that the customer had a bubble in the reservoir. The customer was able to remove the air bubble but then stated that the air bubble came back. The customer declined troubleshooting. Assisted customer with an infusion set change and priming the insulin pump. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.